Event description:
It was reported that during the use of the pump, a 'no message' alarm went off. The cassette used together with the pump. There was no patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. All labels were still intact and no physical damaged was found on the device. The customer stated problem could not be duplicated. Smith's medical has received four repair requests before, two for the same event. As a result of checking the log, it confirmed that most recently, there was a record of repeated power on off on (B)(6), 2022, presumably caused by a cassette recognition failure. The cause of the reported problem is a possible defective downstream sensor or cassette product. Preventively, replace the downstream sensor and the upstream sensor re-calibration. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.